Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report # 1627487-2019-04090. It was reported that patient has high impedance on contacts 4, 10, 11 and 11, resulting in the patient not receiving effective therapy with the cervical leads. In turn, surgical intervention may be pending to address the issue.

Event description:
Reference MFR report # 1627487-2019-04090. Additional information revealed that the patient underwent surgical intervention wherein one lead was explanted and replaced. Postoperatively, the patient has effective therapy and impedances were normal.